Event description:
Reporting status; serious injury- medical intervention. Reporting rationale: perforation requiring ballooning and pericardiocentesis. Device issue: none. It was reported that the procedure was to treat the rca and cx. A 3.5 x 18 mm vision was successfully implanted in the rca with good results. The cx was more difficult as the artery was closed off. Two voyagers were used for pre-dilatation, and then the 2.25 x 23 mm minivision stent was deployed at which time a perforation occurred. The graftmaster was advanced to treat the perforation, but it would not cross and was removed, losing guide wire access. A new guide wire was placed and another attempt was going to be made to place the graftmaster. When the stent was observed to be missing. The guiding catheter was removed and flushed, but the stent could not be located. It is unk when the stent dislodged, but could possibly remain in the pt. The perforation was treated with a long balloon inflation. The pt also required a pericardiocentesis. Following the procedure, the pt was in stable condition. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - prod perf engineering reviewed the incident info. Perforation and cardiac tamponade, as listed in the device risk assessment are known adverse events associated with coronary stenting. Perforation is also listed in the instructions for use. These known pt effects are not necessarily an indication of a prod qual issue.